Event description:
A (B)(4) distributor returned a charger/modem alleging that there was a message that the battery could not load. The distributor also alleged a high noise signal. The charger/modem was replaced.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) is underway. The reported problem (charger/modem displayed message that battery could not be loaded/high noise signal) is being investigated. Charger/modem currently under evaluation. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the alleged defective charger/modem. The charger/modem was replaced.